Event description:
It was reported the patient was ¿going more now than ever before¿ and they had diarrhea 17-18 times a day. It was stated the patient said it was ¿wonderful from (B)(6).¿ it was noted the patient had been on antibiotics for two weeks and it had gone down to 6-8 times per day. Reportedly, prior to implant the patient said it was 1-2 times of bowel control lost per day and during the trial the patient only had one occasion of bowel control loss. It was stated the patient indicated their healthcare provider gave them their first round of antibiotics because they thought the patient had ecoli, but they weren't given a reason for the 2nd and 3rd rounds of antibiotics. It was later reported the patient was still having concerns with their device or therapy but were working with their doctor or manufacturer representative. It was stated the patient had an appointment scheduled for (B)(6) 2013.

Manufacturer narrative:
Concomitant product: product ID 3093-28, lot# va08f3e, implanted: (B)(6) 2013, product type lead. (B)(4).